Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.